Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the radial artery. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A non-bsc microcatheter engaged the target lesion and a non-bsc guide wire was advanced. After predilating the lesion with a 1.25mmx15mm non-bsc balloon, 2.0mm non-bsc balloon and 2.5mm non-bsc balloon, the stenosis was reduced to 80%. A 2.75x38mm promus element stent delivery system (sds) was advanced to the lesion and the stent was deployed at 15atms for 10 seconds, covering the mid to proximal rca. Immediately after deploying the stent, it was well positioned and fully apposed. After deploying the first stent, lesions distal to the stent became evident and a 2.0mm non-bsc balloon was advanced to dilate the distal rca. A 2.25x12mm promus element sds was advanced but could not cross the just placed stent. A 5fr non-bsc catheter was advanced inside the 6fr microcatheter. However, the 5fr catheter was only able to advance one-third of the way through the placed stent. The 2.25x12mm promus element sds was re-advanced and it successfully reached the distal lesion and the stent was deployed. Next, a 2.25x28mm promus element sds was advanced to treat the mid rca but it did not cross the 2.75x38mm stent and it was noted that the proximal edge of the 2.75x38mm stent foreshortened. Angiographically there was a dark shadow at the proximal edge of the stent. The mid section of the 2.75x38mm stent also appeared damaged. To fix the damage, a 3.0x12mm promus element stent was placed overlapping and proximal to the 2.75mmx38mm promus element stent. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.